Event description:
It was reported the pt's scs leads have migrated. X-rays confirmed the issue. Surgical intervention will be taken at a later date to address the issue. The pt has 2 peripheral scs leads (off-label) with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.